Manufacturer narrative:
The event of an allergic reaction involving angioedema of upper lip is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 6-8 hours after injection of juvederm ultra plus xc in the upper lip patient developed an allergic reaction involving "angioedema swelling" at the injection site. Patient treated with a solumedrol injection, prednisone, benadryl, and allegra. Pt symptoms resolved six days after onset.